Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that they had hit a vein while setting the sensor and blood ran out. The customer¿s arm was ¿bloodshot¿, swollen, and bruised. The customer was seen at the hospital and his arm was tied off because it was swollen and still had blood running out. The doctor also advised the customer to cool his arm at home with cold packs, which he did. There was no report of death or permanent injury associated with this event.